Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 10.8 cm from the terminal pin. Visual inspection revealed insulation abrasion, exposing the outer coil approximately 6 cm from terminal pin. The abrasion most likely due to lead-on-lead contact.

Event description:
Boston scientific received information that there was noise and oversensing on the right atrial (ra) lead with impedance measurements greater than 2,000 ohms. There was insulation damage on the distal end of the ra lead. The ra lead was explanted and replaced. As this did not resolve the issue, the device was explanted and replaced. No further issues were noted. No adverse patient effects were reported.